Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.

Event description:
Seizures [convulsion]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, form/version unk for years and reported the following: seizures. Health care professional was visited. The case outcome was not recovered/not resolved. No further info was provided.